Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch head, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The surgeon reported trunnion fracture in a patient who had been implanted with a OEM and accolade combination.